Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing nerve and diaphragmatic stimulation. It was reported that right ventricular (rv) lead had high and rising thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.